Event description:
The field service engineer reported to olympus that during preparation for use on the evis lucera duodenovideoscope the color of the lens changed. Upon inspection and testing, the lens was found to be dirty. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the finding in event, the following faults were identified: angulation in the right direction is out of specification/deformation of right/left knob/liquid leaks due to deformation of up/down knob/scratch on distal end/partly dark screen/scratch on lens/ broken adhesive/connecting tube damaged/cover is deformed/cover glass is stained, lastly the connector is corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was further reported that issue was discover during an unspecified diagnostic procedure. The device did not cause any delays in the procedure, and the patient was not under any general anesthesia at the time of the event. Furthermore, the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide (a) additional information obtained from the customer and (b) the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it is probable that the gap in the light guide (lg) lens resulted from the excretion of physical stress. It was thought that the dirt had entered the lens through this gap. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use_ warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.